Manufacturer narrative:
An employee's shoe was found stuck under the base of the table indicating the base left the floor at the time of the event. A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table and was unable to duplicate the reported event. No issue with the function or operation of the table was found, and the table was returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the 5085 surgical table moved downward without being commanded to do so. The patient was stabilized, and the procedure was completed successfully. No report of injury.